Event description:
It was reported that the pump eroded and became infected. Cultures were sent (results not reported). The pump was explanted. There was no pt injury. The pt status after device removal was reported as 'pending'. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.